Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, circular rash under the electrodes. Pt reports irritation is also radiating down to her legs. Patient reports being allergic to nickel. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed a lotion and was advised to remove the lifevest. Follow up indicated that the irritation has improved.